Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) found the flow sensor had intermittently fluctuating flow rate, regardless of pump speed. Likely cause is contamination of connector (residue at flow module connector). Rust and residue were observed on the connector shell and within the connector pin area. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.